Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 218 high mg/dl. Customer changed the infusion set site and delivered correction boluses to treat elevated bg. Customer did not know cause of event; however, suspected the pump settings were inadvertently changed. Tandem technical support (cts) confirm pump settings were the same as the pump data that was last uploaded on 05/07/2019. Customer declined cts's offer to perform a pump system check.